Event description:
The customer stated that they have a low battery fault. The customer stated no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.